Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the external pulse generator (epg) exhibited a system error. Analysis noted that the emergency button was out of mechanical specification and was flat but functional, and one knob was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a system error. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.